Event description:
It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used in the duodenum or ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stones performed on (B)(6) 2025. During the procedure, when bowing the sphincterotome the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another autotome rx 39. There were no patient complications reported as a result of this event.

Manufacturer narrative:
D4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: imdrf device code a0401 captures the reportable event of cutting wire break.